Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 3 reported devices were not received for evaluation; the events were not able to be confirmed. There were no remedial actions taken. These devices are not labeled for single-use. Not received.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices had exposed wiring. There was no patient involvement; no patient impact.